Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation appears to be due to patient anatomy. The reported mitral regurgitation (mr) is a cascading effect of the reported incomplete coaptation. The reported mr, as listed in the instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was implanted, reducing mr to a grade of 2. On (B)(6) 2022, echocardiography was performed, and it was observed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet, causing mr to return to a grade of 4. On (B)(6) 2023 an additional mitraclip procedure was performed. An nt clip was inserted, and grasping was performed medially of the implanted clip. However, grasping was noted to be difficult and a flail on the posterior leaflet was observed. Therefore, the nt clip was removed and an xtw was successfully deployed, reducing mr to a grade of 3. No additional information was provided.